Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6)2022 . The patient was stable throughout the procedure.